Event description:
This male pt with a history of hypertension, lipid metabolism abnormality, smoking, and previous coronary intervention (pci) to a non-target lesion was admitted emergently for acute myocardial infarction. He was currently taking aspirin and ticlid. Angiography revealed a focal, de novo, eccentric, b2 type lesion in bifurcation of the proximal left anterior descending artery (lad) and the ramus intermediate artery (rami). Heparin was administered. Act was not measured during the procedure. The lesion extended 8.5 mm into both the lad and the rami. The lad was described as 2.17 mm in diameter with timi iii flow and the rami was described as 2.09 mm in diameter with timi ii flow. The lesions were not pre-dilated. A 3.0 x 18 mm cypher stent was deployed in the proximal lad to 12 atm for 30 seconds with satisfactory results. Then a 2.5 x 18mm cypher stent was deployed in the rami to 12atm for 30 seconds. The stents were not post dilated. Ivus was not conducted. The residual % of stenosis was 0% and flow through the stented vessels was timi iii. The pt was discharged with orders for daily administration of aspirin and plavix. Thirty-one months post index procedure, the pt complained of chest pain. He took nitroglycerin and the symptoms disappeared. Five days later, the pt reported to the hosp. Repeat angiography revealed a thrombus in the 3.0 x 18 mm cypher stent in the proximal lad. No thrombus was observed in the 2.5 x 18 mm cypher stent in the rami. To treat the thrombus, aspiration was conducted. Ivus was conducted and incomplete stent apposition was observed. Balloon angioplasty was conducted with a 3.25 mm balloon inflated to 15 atm. The pt recovered and was discharged from the hosp after 10 days hospitalization.

Manufacturer narrative:
Physician's comment: the possible cause of the thrombotic event was because the stent was under-dilated. Additional info will be submitted within 30 days of receipt. This cypher is not distributed in the us; however, it is similar to us distributed cypher product.